Event description:
Reporter indicated that during device diagnostic testing at initial implant surgery, surgeon noted that the pt experienced neck spasms. Subsequent device diagnostic testing during initial implant surgery also resulted in the pt experiencing neck spasms. Further follow-up revealed that the surgeon initially placed the lead electrodes around the hypoglossal nerve. Surgeon then re-identified the vagus nerve and placed the lead electrodes without further incident.